Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device is one 2.5mm hex driver. Visual analysis confirms the instrument is twisted at the tip. Device history record (DHR) was reviewed and no discrepancies were found. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. Investigation results concluded that the root cause of the failure is related to plastic deformation as a result of the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the cannulated screwdriver was used to implant the screw and twisted like taffy. A second cannulated driver was used to finish the procedure. No further information is available at this time.